Manufacturer narrative:
Could not verify the complaint. The unit primed successfully. During the execution of protocol number (B)(4), irrigation did not shut off after prolonged usage. It was determined that the vacuum sensor diaphragm movement is being restricted, which prevents a complete release of vacuum causing the reflux valve to remain open. Resulting in the unit failing to prime. To correct the problem, the spacer valves were manufactured on the higher end of their specification and an elliptical feature was added to the cassette to allow for the sensor to move more freely. Units that were returned through the complaint system were serviced and the spacer valves were replaced. Product recall performed to replace the spacer valves on remaining distributed consoles.

Event description:
Primed ok. However when we hit the pedal it says "check hand piece". We have tried everything from irrigating to reconnecting everything. The black cartridge is completed seated in the correct position. It just won't work.